Manufacturer narrative:
The analysis of the uninterruptible power supply (ups) was completed by medtronic personnel. Testing found that the original batteries would not hold a charge and failed load testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) uninterrupted power supply (ups) did not last more than 3 minutes when unplugged. The mvs ups battery was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had an indication on the uninterruptible power supply (ups) to change the battery. There was no patient present when this issue was observed.